Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found needle separated from the sensor base. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose reading was 125 mg/dl. The customer reported that the sensor cannula was not intact. The product was returned for analysis.